Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and lymphadenopathy.

Event description:
Patient reported right side pain in armpits on right-side and lymphadenopathy. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional additionally reported "right side rupture, soft tissue excess, waterfall deformity and exchange."

Event description:
Healthcare professional additionally reported "textured". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Rupture: observed broken sharp assessed as an unidentified (tear) opening. Other-medical: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "pain in armpits on right-side" and "lymphadempathy". Healthcare professional additionally reported "right side rupture, soft tissue excess, waterfall deformity and exchange." Healthcare professional additionally reported "textured". The device has been explanted and replaced.